Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and a shock due to suspected atrial arrhythmia with rapid ventricular response. The rhythm was accelerated and the shock did not convert. This ICD remains in service. No additional adverse patient effects were reported.